Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve while pushing the 23mm commander delivery system (ds) through the sheath the valve struts became flared and the valve became stuck in the sheath. The perceived root cause of the bent frame was due to a possible kinked sheath from the patient bending their legs during the procedure. The system was removed from the patient, and a new system was prepped, at this time the physician decided to upsize the ds to a 16f esheath+ from a 14f esheath+. When deploying the second valve during valve deployment, the balloon on the ds ruptured during deflation, however the valve was fully deployed per the surgeon. The ds was able to be removed without incident. There was no problem with valve alignment, and it was performed in a straight section. The perceived root cause of the balloon burst was calcium. The degree of tortuosity was moderate, the degree of calcification was mild, and the minimum luminal diameter was 7mm. There was no injury to the patient, and the patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.